Manufacturer narrative:
Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A 12x3.00mm promus premier¿ drug-eluting stent was advanced but device was unable to cross the lesion. After the device was removed from the patient's body, it was noted that the distal edge portion of the stent struts were lifted. The procedure was completed with another of the same device but with a different size. No patient complications were reported and the patient's condition was fine.